Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display as a result of a broken solder joint of a component on the interface board.

Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of the call was 202 mg/dl. Troubleshooting was performed. The battery was changed and the display still was blank. No further information was provided.